Event description:
The patient was revised to address difficulty in ambulation and pain.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Investigation summary: the complaint, originally (B)(4), was re-opened upon receiving further information from kennedys which was an amendment to the original implantation data. No further information has changed from the original investigation report. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc-(B)(4).

Event description:
Patient had both hips replaced, and has had two further revisions on the right hip through walking difficulties and pain. Part of the implant was removed at (B)(4) hospital on (B)(4) 2010. Primary surgery(b(4) 2007, hospital (B)(4) revision surgery (B)(4) 2010 (B)(4) hospital.